Event description:
An eye care practitioner reported that patient presented in 2003 experiencing moderate pain, watery discharge, moderate redness/injection, puffiness & light sensitivity for 1 day in left eye & had stopped wearing lens. History of focus night & day lens wear for 20-30 nights continuously. Diagnosed with small centrally located sterile infiltrate with superficial overlying stain, os. Mild anterior reaction, no flare & 1-2 cells. No culture performed. Treatment consisted of tobradex q2h, otc analgesics & cold compresses. Two days later on a visit, event resolving with visual acity reported as 20/25, spectacles. Prescribed maxitol q2h with taper instructions until 5 days later then d/c. Patient instructed to resume lens wear cautiously and return to office as needed. No additional information is available at the time of this report.